Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-02330. It was reported that the patient stopped using their scs system because they got relief from a back surgery, and they did not need it. It was also reported that the system was causing them discomfort. In a recent update, it was reported that the scs system stopped working over a year ago and due to increased back pain, the patient decided to have the battery replaced. As a result, surgical intervention was undertaken on 6mar2024 wherein the ipg was explanted and replaced to address the issue. Effective therapy restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section g3 - date received by manufacturer- the date should have been (B)(6)2024 rather than (B)(6) 2023.